Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, the defect was discovered in the lens haptic (not a complete edge of the haptic). The defect was discovered when the lens exited the cartridge. The patient was implanted with a different lens. There was no patient harm and no patient contact. Additional information has been requested.